Manufacturer narrative:
Procedure delays/cancellations were reported. A steris service technician inspected the sterilizer and found the bolt head on the ck5 check valve to be damaged. As the bolt head was damaged, this allowed the oring on the ck5 check valve to the technician replaced the water manifold assembly which contains the ck5 check valve, tested the sterilizer and confirmed the unit to be operating properly. The amsco 400 sterilizer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that water was leaking from their amsco 400 sterilizer. No report of injury.